Event description:
Hill-rom received a report from the account stating the foot siderail would not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a piece of plastic (garbage) stuck inside siderail. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech removed the plastic to resolve the issue. Based on this info, no further action is required.